Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while charging the pump the battery gauge went from 5% battery life to 100% battery life within 10 minutes. Customer's blood glucose level was not impacted.